Event description:
The customer initially reported "pt exposure to a chemical inside of the wrap" after being processed in the unit. Upon follow-up it was discovered that an employee experience hydrogen peroxide contact. The contact occurred when the employee opened a sterile pouch with a pin-sized hole in it. The customer did not notice any residue or moisture on the pouch. There was no moisture noted on the light handle cover inside the pouch. The employee experienced the contact on her thumb and fingers. She complained of a burning and tingling sensation. The employee went to the ER but was not prescribed any treatment for the contact. The employee was instructed to "scrub" the contact site. The customer stated that the discoloration was gone after about an hour. Upon follow-up with the sterile processing dept. It was found that the vaporizer plate was not installed in the unit.

Manufacturer narrative:
Hydrogen peroxide contact.